Event description:
It was reported that the pt experienced a loss of therapeutic effect. It was reported the pt's "symptoms" were bad and that they were feeling "weird". It was discovered that the pt's implantable neurostimulator had turned off. It was unk how the stimulator had gotten turned off. The pt turned the devices back on. Reference MFR report #2182207200904181.

Manufacturer narrative:
(B) (4). This report is being submitted following an internal audit.